Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit supplemental report on this event to the FDA.

Event description:
It was reported by a physio-control field service representative that one of his loaner devices was displaying a service indicator and had an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.